Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with perineoplasty, partial vaginectomy and graft insertion. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2005 concurrently with revision of posterior compartment and perineoplasty; due to erosion and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.